Event description:
A report was received stating that the listed tube had been in situ with patient for 8-10 months when the 15mm connector was found separated from the tube. The reporter states that the issue was found by the patient's nurse on (B)(6) 2014 when the nurse attempted to suction the patient's tube; the 15mm was found disconnected and inspection of the patient's stoma was unable to locate the tube. The nurse noted the patient's blood oxygen saturation to be 78% but no other effects to patient were noted. The same day, ems moved the patient to acute care. An x-ray was performed; no foreign bodies discovered. The patient was reintubated with a new device. A CT scan was later performed, revealing the tube shaft in the patient's right main bronch. On the (B)(6), the tube shaft was removed during a bronchoscopy. The patient remained hospitalized for recovery. No permanent adverse effects to patient were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.